Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced low blood glucose levels since monday ((B)(6) 2025). She had not delivered any boluses for the past two days, often eating meals without insulin delivery. As a result, her blood glucose would rise after meals but then drop again. The patient attempted to manage by ingesting carbohydrates, primarily orange juice, but yesterday her blood glucose readings remained at "low" (<55 mg/dl). The patient began experiencing symptoms of vomiting, weakness, dizziness, and cold sweats. She removed her pod and continued to vomit, after which she decided to go to the emergency room on (B)(6). She was diagnosed with diabetic ketoacidosis (dka) and treated with IV flids for dehydration, IV glucose, zofran, and an insulin drip.